Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had scratches on screen as insulin pump was dropped and having hard time in reading the screen. Customer¿s blood glucose was 179 mg/dl. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.